Event description:
Additional information received from a consumer reported the patient first experienced spinal headaches related to spinal fluid leaks after about 1.5 years. It was unknown what the circumstances that led to the pump issue that caused spinal leaks, it was noted to have just started. The pump explant resolved the spinal leaks and headaches. The patient did not remember what drug was in the pump at the time of event. It was noted that it had been several years since this occurred, the patient couldn't not remember when.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l53269, implanted: (B)(6) 2000, product type: catheter. Product ID: 8703w, lot# l53269, implanted:(B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. The indications for use were noted as non-malignant pain and other non-malignant pain. It was reported that the pump was removed because it was determined it was leaking spinal fluid and causing her spinal headaches. No outcome or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.